Event description:
On (B)(6) 2012, the reporter claimed the insulin pump never gave an alert warning of an empty cartridge at 4:22 am. Subsequently, the patient awoke at 11 am with his blood glucose elevated in the 300's mg/dl and felt nausea and irritable. The patient felt that since the insulin pump ran out of insulin and did not alarm, his blood glucose reading become elevated. During troubleshooting, the customer care advocate confirmed there was a low cartridge alert at 4:22 am in the pump history. The customer care advocate noted that if the alarm was left unconfirmed, the battery would go low and give a low battery alarm. There was no replace or low battery warning in the pump history. The issue was not resolved to the reporter's satisfaction. The animas product was requested back for investigation. This complaint is being reported because the patient had elevated blood glucose and symptom that can be suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/10/2013 with the following findings: the daily insulin delivery totals correctly reflected programmed basal rates. No data in black box or download histories from time of reported high bgs due to continued use. There was moisture damage visible in battery compartment and display. The pump powers and immediately gives a call service 052 alarm. Unable to adequately investigate due to moisture damage.